Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2117751: (B)(4) items manufactured and released on 20-april-2022. Expiration date: 2027-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2023 the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.